Event description:
Additional information was received for this case. The type ia endoleak relationship to the product was noted as no and relationship to procedure was noted as yes.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (unknown cause of aneurysm enlargement), (aneurysm expansion).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm diameter x 6.9 cm long saccular thoracic aneurysm of the descending aorta in zone four. The vessels were non-tortuous with mild calcification. It was reported a few days post index procedure the physician noticed a type I endoleak. The physician commented that prior to the operation, he had thought the aneurysm could be covered with one talent taa for this patient, but using two talent taas for this aneurysm would have prevented the endoleak. The one month follow up revealed that the endoleak resolved without intervention. The 12 month follow-up showed that the aneurysm diameter remained the same as at the time of implant, 5.9 cm in diameter. The 24 month follow-up revealed that the aneurysm has enlarged 1 mm since the time of the last follow-up to 6.0 cm in diameter. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.